Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on. The cause for the failure was isolated to a foreign material on the pins of the j1 main battery connector. The root cause for the failure was ingress of an unknown foreign material. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the monitor was resetting.